Event description:
The customer reported that while three central stations were in use monitoring patients along with telepacks at the bedsides, they lost communication with their telepacks. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the elan switch and reinstalled the software on the server. The system was tested to factory specification. It functioned normally and was returned to use.